Event description:
I have used fixodent and poligrip since 1974 (approx). In late 2007, I started experiencing numbness in my feet. It has steadily gotten worse. I have been diagnosed with neuropathy and subacute combined degeneration due to copper deficiency. The damage is permanent and is becoming worse. Dose: denture adhesive. Frequency: twice daily. Route: oral. Dates of use: 1974 - present. Diagnosis: denture adhesive cream. Event abated after use stopped: no.